Manufacturer narrative:
No patient code for heart pounding.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter read inaccurately high and low compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the meter issue began. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿204, 165, 250, 230, 135, 196, 221 and 187 mg/dl¿ and ¿196, 221 and 187 mg/dl¿with the subject meter, and inaccurate low blood readings of "58 and 69 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It is unknown how the patient manages his diabetes, but the csr noted that in response to the alleged inaccurate high readings, the patient stated that he took insulin. At an unknown time after obtaining the results, the patient developed symptoms of ¿sweating, heart pounding, and can barely walk¿. There is no evidence the patient received any medical treatment, but csr noted at this point, the patient ended the call. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr walked the reporter through a retest and the control solution test was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. Please refer to related (B)(4). For additional information included in this submission.